Event description:
The patient was experiencing migraine headaches, excessive somnolence, drownsiness, and slurred speech. The hcp reduced the intrathecal lioresal daily dose. The patient recovered without sequela and is reported to be doing fine after the dose reduction.